Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, the device was received, and the tubing was cut. As additional information, the bearing and the gears were inspected, and no issues were found. Functional testing was not conducted due to the damage, the unit returned is unable to be tested. Hence, the complaint cannot be confirmed due to the damage. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the needle was removed from the patient and the needle fired itself outside the patient, and ended up in the radiologist´s nail. A subungual hematoma was observed. Procedure was completed with another needle. No injury reported to the patient.

Manufacturer narrative:
An investigation was conducted: customer quote for brevera disposable device that ¿the pre-fire image showed that the patient had moved, so the needle was removed from the breast. When the radiographer slightly decompressed the breast, the needle fired itself partly and ended up in the radiologist's nail¿. There was harm to the user, the needle tip ended up in the radiologist's nail, with a subungual hematoma as a result. The procedure was completed with another device. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted. The device arrived with the tubing assembly cut. Also, the bearing and the gears were inspected, and no issues were found. Functional testing was not conducted due to the damage that the device presents. Functional testing was not conducted due to the damage that the device presents, the issue cannot be visually confirmed. Root cause analysis did not identify a definitive root cause; there was limited patient-related information provided for this event. The investigation included a comprehensive review of device history records, complaint data, risk assessments, and testing results. No single failure mode or specific fault could be conclusively linked to the event. The identified contributing factors were insufficient to establish causality. No specific quality inspection processes are defined for this scenario; however, manufacturing processes are performed to ensure compliance with applicable standards. Conclusion: the reported issue could not be confirmed because the complete device was not returned, the most probable root cause could not be identified based on available information. After the investigation done by the medical department, log files review and visit to the site to verify the system and the driver, it was concluded that: what the customer probably heard was not a firing driver but a driver latching into place on the bracket. The message ¿armed in invalid state¿ should have been a clear sign that the driver never fired, because you only get this message when you remove the needle in an armed state. It is possible to conclude that the driver never fired, and the log files do corroborate that. Therefore, the reported issue was a user error and not an issue with the system. Operator made an error causing the needle to drop on the operator's finger. The investigation suggests this is not a possible recurring issue within the product family, system, or failure mode referenced in the complaint. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and the device was released meeting all qa specifications. Lot number: 24e30rhh. Manufacture date: 30-may-2024. Expiration date: 30-may-2026. UDI: (B)(4).